Manufacturer narrative:
Method: device remains implanted.additional manufacturer narrativethe device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the patient was doing well, post-operatively.

Event description:
Edwards received information that fourteen (14) years, six (6) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to bioprosthetic aortic valve stenosis. The 23mm transcatheter valve was implanted successfully with no reported complications.